Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: three photos of a loose 3ml syringe with red tip cap attached were received and evaluated. It was unclear if clear fluid was present inside the syringe. It was observed there was a lengthwise crack in printed scale area of the syringe extending from the 1ml to the 2.2ml grad line. The cracked barrel defect was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0206889 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak" syringe luer-lok" tip was found cracked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "cracked syringe, date of occurrence: (B)(6) 2021. When readjusting the volume of the syringe, notice a crack in the syringe."